Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing numbness in the legs, in clinic during follow-up. The implantable cardioverter defibrillator exhibited back-up operation. A device restoration was performed successfully. The patient was stable and would continue with regular follow-up.